Event description:
It was reported via our sales rep by head of theatre that, while he was observing a surgery procedure he noticed that the distal drilling went astray, and the surgeon used freehand-locking to complete the surgery.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.